Manufacturer narrative:
DHR review results. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Review of incoming information: it was reported that a (B)(6) female patient experienced dislocation of the biolox head at right hip while when she was seated on a chair with her foot under her, 2 years after the implantation. Closed reduction was performed. In total 13 undated x-rays, including ap views of pelvis and lateral views of femur before/after the the thr, were received for the investigation. Post operative x-rays show that the implants are well fixed with no signs of radiolucency or osteolysis. No suspicious findings were observed. Implantation report, dated (B)(6) 2012: preoperative diagnosis: right hip avascular necrosis. Procedure: implantatation was completed without problem. Final range of motion showed the hip to be flexed to 90 degrees and 60 degrees, internally rotated without evidence of anterior impingement or posterior dislocation. The leg could be fully extended and externally rotated to 35 degrees without posterior impingement and anterior dislocation. Root cause analysis: possible causes for the reported event according to sap dfmea: mal-function of tha (wear, fracture, dislocation etc.) -> due to wrong size of head diameter and/or offset, wrong taper size combination; mal-function of tha (wear, fracture, dislocation etc.) -> due to off label use, combination with competitor products; patient behaviour leads to premature failure -> due to inadequate information during patients counseling by surgeon. Comparison to investigation results whether it is possible and justification: not possible -> the used size combination was correct; not possible -> combination of the listed products are allowed by zimmer biomet; possible -> excessive internal rotation by the patient could have led to the dislocation of the device, therefore cannot be excluded. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices as the patient has not been revised. The manufacturer received x-rays and surgical notes for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta head, 12/14, 40 on the right side on (B)(6) 2012. It was reported that the patient sat in a low chair and experienced a dislocation on (B)(6) 2014. A closed reduction was performed.